Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt the device was unable to obtain an ECG signal. Complainant indicated that the clinician switched to 12-lead ECG to continue monitoring the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.